Event description:
It was reported that the patient with this pacemaker device recorded a signal artifact monitor (sam) event a month ago. The right atrial (ra) lead pacing impedance measurements were out of range, measuring greater than 3000 ohms and a lead safety switch (lss) was triggered. Technical services (ts) stated that the sam event showed significant mv chop on the atrial lead with the atrial ring to can. Ts stated that it could be either spring contact issue or lead fracture. Upon review of atrial tachy response (atr) episodes, there was noise on the atrial channel. Boston scientific representative will be further evaluating the lead. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker device recorded a signal artifact monitor (sam) event a month ago. The right atrial (ra) lead pacing impedance measurements were out of range, measuring greater than 3000 ohms and a lead safety switch (lss) was triggered. Technical services (ts) stated that the sam event showed significant mv chop on the atrial lead with the atrial ring to can. Ts stated that it could be either spring contact issue or lead fracture. Upon review of atrial tachy response (atr) episodes, there was noise on the atrial channel. Boston scientific representative will be further evaluating the lead. This device currently remains in service. No adverse patient effects were reported.